Event description:
Hannah judson reported scratches on the pump housing and a damaged charging port, which made it difficult to maintain a cable connection. There was no adverse impact on her blood glucose level. Hannah declined further troubleshooting follow-up from technical support.